Event description:
The customer reported to vyaire medical that the avea ventilator would not read any volumes while connected to a patient. Furthermore, while being removed from the ventilator, the patient coded and died due to a pre-existing condition but with no allegation with the device.

Manufacturer narrative:
(B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer stated that the end use heard an alarm and the unit has been running for a few days and that he has not been able to replicate the reported issue. The device will be investigated onsite. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site. The customer stated that the unit was working properly and that he needed a vyaire service representative to perform checks on the unit to ensure that it was within specifications. The unit passed the operational verification procedure (ovp) according to the service manual. The unit meets factory specifications.